Event description:
It was reported by the customer that the pumps display preventive maintenance due alert for pcu and lvp module. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : customer provided sample photo only. No device was returned.